Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), cracked keypad overlay, pillowing keypad overlay, damaged keypad overlay texture, cracked battery tube threads, cracked case at belt clip rail corner, partially broken off belt clip rail, and scratched case. Broken belt clip area and crack on pump during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that insulin pump belt clip was broken. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and found damage to the screen window cover and belt clip rail. No harm requiring medical intervention was reported. Mmt-1884 was returned for analysis.